Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: presence of calcification in the native annulus. Presence of tortuosity in the abdominal aorta, and iliac vessels. Hight aortic root rotation angle (83 degree). Crimped valve appears stuck and cannot cross native annulus. A cardiac tamponade was detected most likely caused by a left ventricle perforation with the wire. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. In this case, the complaint for difficult to advance was confirmed and investigation results suggest/indicate that patient factors (calcification, tortuosity) may have caused or contributed to this complaint event. The complaint for difficult to remove was unable to be confirmed however, investigation results suggest/indicate that procedural factors (partially expanded valve) may have caused or contributed to this complaint event. In the case of cardiac perforation, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the left ventricle was perforated by the guidewire after different maneuvers done with the delivery system and valve to cross the native annulus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. There were no abnormalities noted with the esheath or the commander delivery system (ds) prior to insertion. Before valve implant, a balloon valvuloplasty (bav) was performed with a non-edwards balloon. Despite using different maneuvers, it was not possible to cross the native aortic valve. Therefore, it was decided to withdraw the commander ds and try to implant a non-edwards valve. During withdrawal, the patient was getting hemodynamically unstable due to a cardiac tamponade most likely caused by a left ventricle perforation with the wire. Cardiopulmonary resuscitation (CPR), pericardiocentesis and tte were performed. Since the valve was slightly opened with the buddy balloon technique, and with the patient in delicate situation, there was no attempt to remove the valve. The 26mm sapien 3 ultra valve was left implanted in the thoracic aorta so that the procedure could continue. There was no damage observed in any edwards devices after the withdrawal. The non-edwards valve was successfully implanted. Unfortunately, the patient did not get the hemodynamics back and expired on the table most probably due to the left ventricle perforation with the wire.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.